Event description:
A physician reported a pt who was implanted in the mental fold on the chin on 9 december 1997. The trocar appeared unusually dull and it was difficult to advance it through the subdermal plane. The physician was unsure if the device was staying in the subdermis in its entire transit through the site of implant. At the approach to the exit site the trocar seemed to be emerging from the dermal plane. She sutured the site with 6.0 nonresorbable sutures. She observed that the left entrance site appeared to blanch while suturing it, which may have been the implant material itself. The skin around the incision was red and irritated, resembling a very localized type of contact sensitivity. On 11 december 1997 the physician noted that the left entrance site was red and firm without acute tenderness, bruising or bleeding. The physician did not assess it as a possible extrusion. She prescribed duricef for 7 days. On 12 december 1997 the sutures were removed. The right site was healing well, the left entrance incision site had a thin, dark yellow crust that had formed over it on approximately 11 december 1997. There was no drainage or any signs of symptoms of infection observed. On 18 december 1997 the physician noted dehiscence of the left entrance incision and a papule at the site (exact date of onset unknown) that was oozing a clear fluid around the crust that had formed on top of it. The physician opened, drained, cleaned the incision, trimmed the implant and closed the site with prolene sutures. She directed the pt to remain on duricef indefinitely. On 24 december 1997 the site was oozing yellow pus-like drainage, was firm and raised, minimally erythematous and slightly tender to touch. The physician removed the sutures and placed steri strips over the site. She directed the pt to keep the site dry, to clean it once daily with peroxide and to stay on duricef. The physician was uncertain if the implant was extruding from the site. On 29 december 1997 the implant did appear to be extruding from the left entrance incision site and there was a minimal amount of clear drainage from the site. The pt reported no discomfort. The physician noted no contraindication to allowing the implant to remain in place; she did not believe there was an infection. She injected the site with kenalog, closed the site with 5.0 monocryl sutures in an attempt to tighten up the entrance area, and directed the pt to stay on duricef and to clean the site once daily with peroxide.